Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the proglide smc device was used without a femoral angiogram. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the violation of the IFU contributed to the reported difficulties. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely a cuff miss occurred due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The IFU violation likely did not contribute. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a peripheral percutaneous transluminal peripheral angioplasty procedure with a 7fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.